Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt's parent reported a "change in position" of the transmitting coil. It was determined the internal magnet had become dislodged from the magnet pocket. In 2007, the pt underwent a revision surgery to insert the magnet back into the magnet pocket. No further problems have been reported.